Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) of the error code which had occurred. The customer stated that they had replaced the data acquisition (da) printed circuit board assembly (pcba) but was still getting the same error code. The rse informed the customer the advised troubleshooting steps were to verify the pin alignment between the solenoids and da pcba, replaced the 3rd and 4th solenoids, and then replace the da pcba. The customer was provided with the part information for the solenoids and the replacement solenoids were then ordered in a material only work order. In a good faith effort (gfe) response from the customer received on 24jul2024, it was confirmed that the ordered solenoids were received and replaced. The customer confirmed that the device was returned to full functionality and returned to service. The replaced parts will not be returned to philips for evaluation. The device diagnostic report from the time of the event was not available. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.